Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation: fallopian tubes') in an adult female patient who had essure (batch no. 898935) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included ovarian cyst. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("pelvic pain female"), abdominal pain ("abdominal pain"), urinary tract infection ("bladder/urinary problems: uti"), vaginal infection ("vaginal infection"), fatigue ("other injuries/symptoms: fatigue"), alopecia ("other injuries/symptoms: hair loss") and headache ("other injuries/symptoms: headaches,") and was found to have hormone level abnormal ("other injuries/symptoms: hormonal changes") and weight increased ("other injuries/symptoms: weight gain"). The patient was treated with surgery (salpingectomy (bilateral), right partial oophorectomy). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation outcome was unknown and the dysmenorrhoea, dyspareunia, pelvic pain, abdominal pain, urinary tract infection, vaginal infection, fatigue, alopecia, hormone level abnormal, headache and weight increased had not resolved. The reporter considered abdominal pain, alopecia, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, headache, hormone level abnormal, pelvic pain, urinary tract infection, vaginal infection and weight increased to be related to essure. The reporter commented: discrepancy noted: date(s) of insertion: (B)(6) 2011, (B)(6) 2011 received treatment for: dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pelvic/abdominal, uti, vaginal infection, fatigue, hair loss, hormonal changes, headaches, weight gain. Date of insertion: (B)(6) 2011 (per mr, discrepancy noted). Visualized 5 coils on right os and 2 on left os. On (B)(6) 2016, she had da vinci diagnostic laparoscopy, firefly, lysis of adhesion approach of endometrial implants. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2012: essure confirmation test(s) conducted, specify: results: bilateral occlusion. Lot number: 898935, manufacturing date: 2011-09, expiration date: 2014-09. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-aug-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation: fallopian tubes') in an adult female patient who had essure (batch no. 898935) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included ovarian cyst. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("pelvic pain female"), abdominal pain ("abdominal pain"), urinary tract infection ("bladder/urinary problems: uti"), vaginal infection ("vaginal infection"), fatigue ("other injuries/symptoms: fatigue"), alopecia ("other injuries/symptoms: hair loss") and headache ("other injuries/symptoms: headaches,") and was found to have hormone level abnormal ("other injuries/symptoms: hormonal changes") and weight increased ("other injuries/symptoms: weight gain"). The patient was treated with surgery (salpingectomy (bilateral), right partial oophorectomy). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation outcome was unknown and the dysmenorrhoea, dyspareunia, pelvic pain, abdominal pain, urinary tract infection, vaginal infection, fatigue, alopecia, hormone level abnormal, headache and weight increased had not resolved. The reporter considered abdominal pain, alopecia, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, headache, hormone level abnormal, pelvic pain, urinary tract infection, vaginal infection and weight increased to be related to essure. The reporter commented: discrepancy noted: date(s) of insertion: (B)(6) 2011, (B)(6) 2011 received treatment for: dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pelvic/abdominal, uti, vaginal infection, fatigue, hair loss, hormonal changes, headaches, weight gain date of insertion (B)(6) 2011 (per mr, discrepancy noted) visualized 5 coils on right os and 2 on left os. On (B)(6) 2016, she had da vinci diagnostic laparoscopy, firefly, lysis of adhesion approach of endometrial implants. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2012: essure confirmation test(s) conducted, specify: results: bilateral occlusion. Most recent follow-up information incorporated above includes: on 13-aug-2020: medical records received. Reporter, medical history and lot number, rcc added we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation: fallopian tubes') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("pelvic pain female"), abdominal pain ("abdominal pain"), urinary tract infection ("bladder/urinary problems: uti"), vaginal infection ("vaginal infection"), fatigue ("other injuries/symptoms: fatigue"), alopecia ("other injuries/symptoms: hair loss") and headache ("other injuries/symptoms: headaches,") and was found to have hormone level abnormal ("other injuries/symptoms: hormonal changes") and weight increased ("other injuries/symptoms: weight gain"). The patient was treated with surgery (salpingectomy (bilateral), oophorectomy (unilateral)). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation outcome was unknown and the dysmenorrhoea, dyspareunia, pelvic pain, abdominal pain, urinary tract infection, vaginal infection, fatigue, alopecia, hormone level abnormal, headache and weight increased had not resolved. The reporter considered abdominal pain, alopecia, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, headache, hormone level abnormal, pelvic pain, urinary tract infection, vaginal infection and weight increased to be related to essure. The reporter commented: discrepancy noted: date(s) of insertion: (B)(6) 2011, (B)(6) 2011 received treatment for: dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pelvic/abdominal, uti, vaginal infection, fatigue, hair loss, hormonal changes, headaches, weight gain. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2012: essure confirmation test(s) conducted, specify: results: bilateral occlusion. Most recent follow-up information incorporated above includes: on 10-sep-2019: pfs received. Event injury was updated and new events: dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pelvic/abdominal pain, perforation: fallopian tubes, bladder/urinary problems: urinary tract infection, vaginal infection, other injuries/symptoms: fatigue, hair loss, hormonal changes, headaches, weight gain were added. Plaintiffs information and lab data added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.